Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 430am, the patient reporter stated her father was not coherent and unresponsive with his eyes wide open. The patient¿s cgm was reading ¿sensor failed¿, but it was not specified when the failure occurred since the patient had been sleeping. The patient¿s bg meter reading was tested and found to be below 20 mg/dl. The reporter treated the patient with nasal glucagon spray and called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 51 mg/dl and he was treated with an unspecified IV bag. He was transported to the ER. At the ER, the patient¿s bg meter reading was 189 mg/dl. The patient was observed for approximately 5 hours before being discharged. The patient was ¿weak but better¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.